Event description:
It was reported that the patient presented at the emergency room, the physician requested a device interrogation but the pacemaker could not be interrogated with a wand or a magnet. A 5 lead electrocardiogram was used and the patient was noted to have chronic heart block and an escape rhythm with bradycardia. The pacemaker battery was depleted and not pacing. The pacemaker was explanted and replaced. The patient had a stable escape rythm and there were no additional patient consequences.

Manufacturer narrative:
The reported events of no pacing output, inability to interrogate, and no magnet response were confirmed. Premature discharge of battery was not confirmed. The device was received with no output and no telemetry. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.